Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter was reading inaccurately high. The pt tests her blood glucose 4 times a day. She manages her diabetes with 12 units of lantus taken every night and sliding-scale humalog insulin based on her meter readings. The pt indicated that the alleged meter issue started on the day of event at around 4:30pm. The pt tested her blood glucose and got a result of "202 mg/dl" which she claimed was abnormally high for her. Within 10 minutes of testing, the pt tested her blood glucose on a non-lfs meter and got "140 mg/dl." Based on the result of "202 mg/dl," the pt took 3 units of sliding-scale humalog insulin. "A couple of hours later, " the pt claimed that she developed low blood glucose symptoms of sweating and weakness. The pt tested her blood glucose on the non-lfs meter and got a result in the "50's" (mg/dl). She did not test her blood glucose with the reported lfs meter at the time and stopped using it after the event occurred. The pt administered self-treatment by drinking cranberry juice and consuming glucose tablets. The pt also ate afterwards. Through troubleshooting, the one touch customer advocate (otca) noted that the reported meter was not coded properly. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.